Event description:
Electric dermatome set on marrowest portal at .015 inch, when advanced, dermatome was found to gauge deeply trans. Cutaneously into the subcutaneous fat. Attempts made at .012 & .022 settings with similar results. Lacerations repaired with running locked 5.0 cheomic sutures.